Event description:
As reported, bending cover was leaking. The issue found during a therapeutic procedure. Another device was used to complete the procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the coating of the insertion section is peeling off. This report is being submitted for peeling of coating of the insertion tube.

Manufacturer narrative:
Device inspection found the bending cover had leakage. The customer reported issue was confirmed. Furthermore, the coating of the insertion section was observed to be peeling off. In addition, the following findings on the device upon inspection were noted below. The angles were insufficient. The distal end was damaged. The insertion section had indentation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon was presumed to be: ·physical stress - the insertion section interfered with and was rubbed against the mouthpiece. ·chemical stress - a non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. - the device was reprocessed by using a detergent solution which was not recommended by olympus. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscope - inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: ·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.